Event description:
It was reported that the device was displaying an error code 510b, indicating that the device would not operate on battery power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that the root cause of the reported failure was an intermittent short through a transistor, designator. The customer received a replacement device.